Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts in mid and distal sections of the stent were lifted and pulled distally. Stent strut on most distal row was also lifted and pushed proximally. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 7.6 cm distal from the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the distal stent struts were noted to be damaged. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the distal stent struts were noted to be damaged. The procedure was completed with a different device. There were no patient complications reported.